Manufacturer narrative:
Concomitant medical products: product ID: lnq11, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted in two different pockets and at both positions, the electrocardiogram (ECG) showed no discernable r wave, only baseline noise and oversensing. The icm was removed and replaced. The second icm detected noise and oversensing. After observing the second icm, the noise and oversensing diminished and an adequate r-wave was obtained. No patient complications have been reported as a result of this event.